Event description:
Reportedly, the rv lead could not be fixed to the defibrillator. The rv lead was implanted successfully with another ICD.

Manufacturer narrative:
Addition of UDI number (field d4).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the rv lead could not be fixed to the defibrillator. The rv lead was implanted successfully with another ICD.

Event description:
Reportedly, the rv lead could not be fixed to the defibrillator. The rv lead was implanted successfully with another ICD.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Device analysis revealed : the ventricular df4 setscrew was completely screwed and visible from the port. It was impossible to screw off the df4 ventricular setscrew tip due to the hexagonal cavity damaged. The hexagonal cavity was most probably damaged during the using the screwdriver during device implantation. This case is retained for trends purpose.